Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulties inserting cartridges on the pump due to an unknown issue with the pump housing. Customer¿s blood glucose level was 240 mg/dl. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.